Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a user stated that IV fluid was leaking from the pump. When the nurse opened the pump and removed the tubing, she noticed a small hole at the top of the silastic portion of the tubing. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the set leaking from a hole was confirmed. During visual inspection it was observed that the silicone segment had a tear near the upper fitment. Inspection under magnification showed a crush mark to the upper fitment. Functional testing was performed and leaking from the tear was observed. The root cause of the leak was a tear in the silicone segment. The cause of the damage was not identified.

Event description:
The customer reported that a user stated that IV fluid was leaking from the pump. When the nurse opened the pump and removed the tubing, she noticed a small hole at the top of the silastic portion of the tubing. No patient harm was reported.